Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) regarding a patients implantable neurostimulator. It was reported that the patient is seeing a service code 1703 that started three days ago.  Rep reported that  patient reported that their implantable neurostimulator showed over 5 years of battery life on (B)(6), then the next day it showed 4 years and a month later 3 years and today shows 2 years. Additional information was received from the manufacturing representative (rep). Rep reported that patient  provided the following information: their handheld is now showing less than one year of battery life remaining. Rep reported that  patient was not able to get into MRI after testing the system. They did have an MRI towards the end of (B)(6) and they were able to get into MRI mode. The manufacturer representative provided additional information reporting that the cause of the battery showing less than one year is unknown but noted an impedance issue that now prevented the device from entering MRI mode. The cause of the service code could be the impedances issues as the code means out of regulation oor. The issue is still unresolved. The patient made an appointment to see their neurologist.